Manufacturer narrative:
(B)(4). This report is based on information provided by an engineering evaluation. One powered handle was received for evaluation. The adapter was inserted onto the handle and blue lights were displayed. The green status light above the reload symbol began to blink. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc (brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, the calibration of the device did not work and the device displayed blue status indicator lights. The reload symbol did not illuminate at all. The tissue was not damaged. The patient did not get injured and there was no blood loss. No further complicated was reported. The surgery was not extended by more than 30 minutes.